Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and high impedance. It was also reported that the patient was subsequently sent for radiographic analysis and referred to an electrophysiologist. The rv leads remains in use. No patient complications have been reported as a result of this event.